Manufacturer narrative:
Findings: pump received with blank display and constant tone alarm, problem isolated to I/b. Unable to verify for alarm due to blank display. Pump received with cracked case at display window corners and cracked reservoir tube lip.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed and had a constant tone. The customer stated that the screen was blank. The customer's blood glucose level was 251 mg/dl at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.